Manufacturer narrative:
Additional info: x-ray review: post of x-rays for l4-s1 percutaneous instrumentation for l5 compression fracture. There is no interbody graft or instrumentation to l5. Failure was likely the result of ongoing motion at the l5/lumbosacral junction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive procedure. Post-op, the screw broke and persistent infection in disc space l4/l5 and l5/s1 was observed. So a revision surgery was performed to explant the screw. No fragments of the broken part remains inside the patient.

Manufacturer narrative:
Product analysis: visual inspection confirms the (7575540-01) bone screw disassembled from the mas head. The ring (7545525-04) and crown (7545510-03) are still assembled in the head. Microscopic examination of the mas assembly identified a portion of the retaining ring is fully seated but has been sheared through the cross-sectional area on both sides of the retaining ring gap, which would reduce the force required for bone screw detachment. The remaining sheared through the portion of the ring appears to be deformed and bent away from the head. The remaining portion of the retaining ring is still seated in the groove of the head. Dimensional inspection of the bone screw head diameter found to be within print specification. After completed analysis, no evidence was found that would suggest a defect in design or manufacturing of the implant. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.